Manufacturer narrative:
The submitted system controller log files contain relevant data from (B)(6) 2017 07:34:53 pm through (B)(6) 2017 03:14:52 am. Elevations in power and estimated flow were observed on (B)(6) 2017, reaching values up to 10.1 w and 12.0 lpm, respectively. Despite the observed parameter fluctuations, the left ventricular assist system (lvas) appeared to have operated as intended with no atypical alarms throughout the duration of the log file. Hemolysis and infection are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (b)(4. Approximate age of device ¿ 26 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was being treated for bacteremia. The patient had a line related (B)(4) bacteremia on (B)(6) 2017 and was treated with 4 weeks of antibiotic infusion. The patient developed klebsiella pneumonia bacteremia either line related or foley catheter related. It was reported that the pump was possibly involved; however the device was not thought to be infected. The patient remained critically ill. No additional information was provided.